Event description:
It was reported a patient underwent a semi-open lower gastrointestinal procedure on unknown date and barbed suture was used. The needle swage was broken during reverse stitching. It could be predicted that the doctor sutured with too many forces, but according to the doctor, the needle strength is weaker than usual, so they requested an investigation. The suture was removed, the suture was re-opened, and additional suture was performed to complete the case. It was not a control release needle. No reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: when the needle broke, a needle piece fell into the surgical field. The needle piece was removed without using x-ray or CT. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the wound re-suturing performed during the initial procedure? If not, please explain when it was performed.unk please provide the lot number.unk. Please perform and document the follow up attempt for product return the device will be shipped - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).(B)(6). Did any needle piece(s) fall into the patient?unk if yes, was\were the needle piece(s) retrieved during the same procedure?unk what measures were taken to retrieve the broken piece(s)?unk was there any additional tissue damage as a result of searching for the needle piece(s)?unk please inform the patient¿s current health status and condition. Unk provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Corrected information: d 9. Device available for evaluation? H 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? H 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H3 investigation summary: the product received for analysis was sxpp1a401. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on february 6, 2026. The component was identified as product code sxpp1a401. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.